Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the mobile device experienced a bluetooth restore which closed the app. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. A review of the data log confirmed the reported event of loss of connection. The probable cause was the mobile device experienced a bluetooth restore which closed the app. No additional event or patient information is available.